Event description:
It was reported that during an unk procedure, the device fired malformed staples on one side of the staple line. It was not reported how the procedure was completed. There was no pt consequence.